Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No scroll bars moving up noted. Unit had scratched lcd window and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. Customer's blood glucose level was over 400 mg/dl. The customer bolused with the insulin pump to treat her high blood glucose level. The scroll bar was moving without input from the customer. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.